Event description:
It was reported the device was broken. A ngmc/fathom/021/straight/1ro/155 direxion was selected for use. During insertion, it was noted that the microcatheter was broken. The device was removed and the detached portions were snared outside the patient. A photo of the device identified a break at the hub and the distal portion of the device. The procedure was completed with another microcatheter. No patient complications reported.

Manufacturer narrative:
E1. (B)(6). The device was not returned for analysis. However, media was returned in the form of a photo. The photo reviewed showed the device was separated into multiple sections.